Event description:
A malfunction occurred with the customer's pump, identified by malf code 24 and not resettable, which prompted technical support to replace the pump. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.